Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a fibrous lump with an embedded cat hair on the right eye (od) at 1 month post-operative exam. The surgery center indicated the cat hair caused the fibrous lump. The patient had commented on blurry vision and irritation and was relieved that it could be easily be resolved. The flap was lifted to remove the embedded material, flap replaced and sealed. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -2.00 x -.75 x 95; left eye pre-op 20/20 -1.75 x -.50 x 15.